Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep could not duplicate the problem but replaced the interconnect cable due to a strong possibility of an intermittent broken video wire. The system operates as intended.

Event description:
It was reported that the 9800 system had a live image that became very light while the x-ray technique went to its maximum. On subsequent exposures, the live image showed a semi-circle line which displayed on the monitor screen with the x-ray exposure staying at maximum. Another c-arm was brought in to finish the case. No pt injury was reported.